Event description:
A hospital nurse supervisor reported that grasping forceps were stuck in an open position in a patient's bladder. The physician used a second forceps to break the device; the broken pieces were subsequently removed (from the bladder) with a third forceps. The initial report states that there were no patient complications. During a follow up call, the supervisor provided details that were inconsistent with the initial report. They stated that the open forceps were removed from the non-olympus scope when the scope was dismantled (with a screwdriver). The age of the forceps is unknown.